Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: there was clip that dropped down, bleed, it was not possible measure the quantity of blood, but no transfusion was needed. The bleeding was controlled with prolene suture, there was no patient injury.

Manufacturer narrative:
(B)(4).information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify the event description statement "detaching from the artery"? Did the crossed clips fall from the artery? If yes, was there any bleeding? If yes, what was the quantity of the blood loss (mls)? If yes, was a transfusion required? How was the bleeding controlled? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a revascularization infarction-heart surgery in dissection of the mammary artery procedure, the device arrived misaligned in the operating room, forming crossed clip, detaching from the artery. This permanent material underwent a sterilization process in the hospital and then it was sent to the operating room. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.